Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 33 staples left in the cartridge indicating that at least 2 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple shot out of the device. On the next attempt, the second staple fell out of the device without forming. A piece of white material was stuck in the distal tip of the device which prevented the staples from forming. The material was removed from the device. On the next attempt, a staple was successfully fired from the device. This was repeated two times with the same result. To simulate skin insertion, the remaining staples were fired into a simulated skin pad. All staples were able to fire properly. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, it was found that a piece of white material was stuck in the distal tip of the device which prevented the staples from forming. Once the unknown material was removed , the stapler functioned properly. There were no functional issues found with the device. The material appeared to be a hard plastic, but it could not be determined where it came from. Each stapler goes through 100% inspection at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of manufacturing. A device history record review was performed with no evidence to suggest a manufacturing related cause. It appears that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).